Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump also received motor error. The customer¿s blood glucose level was 27.5 mmol/l. The customer was treated bolus. The customer stated that they delivered their bolus but it wasn't due to a motor error. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that they had performed displacement and was passed. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.